Event description:
The customer reported that a jr4.0sh guide catheter that had a partial separation. The product was over the arch and as they were torquing it, it kinked at the proximal segment joint. The physician untorqued it and upon removal he noticed that the distal part was hanging at a strange angle. The physician observed that 2/3 to 3/4 of the joint was sheared/separated. The affected catheter was returned to medtronic and was confirmed for a partial separation of the catheter at the segment bond location. Analysis of the returned product is underway and a follow up report will be submitted to FDA at a later date.